Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a faint burning odor noticed from (B)(4) chemistry analyzer. The customer unplugged the instrument. There was no smoke and no effect to patient or user.

Manufacturer narrative:
Bci field service engineer (fse) found a liquid spill on the pc board for the ise (ion selective electrode) sample transfer assembly. The fse replaced the assembly and performed necessary alignments and adjustments. The qc results were within the target ranges. No further issues were stemmed from the spill. (B)(4).